Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with an air detected alarm found in the pump's event history was confirmed but not duplicated during product evaluation. Although the air in line printed circuit board was found to be defective, the root cause of the condition could not be determined. The air in line printed circuit board was replaced for this condition. Should additional information be received, a follow-up medwatch will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Event description:
During a review of the pump's event history by baxter canada personnel, a colleague infusion pump was found to have experienced an air detected alarm, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This device is a remediated colleague pump with a user interface module software version of 5.08.92.